Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis.

Event description:
It was reported that the patient developed a pocket hematoma following the implant of an implantable cardioverter defibrillator (ICD) system. Physician brought patient in to check status of hematoma and pocket incision. In clinic the physician placed some staples to help keep the incision closed. Upon removal of the staples the physician noted that there was a pus drainage and the physician opted to extract the entire ICD system due to a potential pocket infection. Cultures were taken and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.